Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call, the numbers on the device continue to scroll non-stop. Customer initially noticed the battery was low and he changed. He attempted to bolus and keypad wasn't responding. Then it started to work but the numbers kept scrolling. Customer's blood glucose was 195 mg/dl. Customer was in the shower and some drops of water fell on it. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.